Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 3.00 x 32 synergy drug eluting stent was advanced but failed to reach the lesion. When the device was removed, it was noted that the stent strut was lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.